Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that a disconnect alarm occurred while the device was in use on a patient, with no apparent leak observed. There was no harm to the patient or user, no medical intervention was required, and no delay in therapy was reported. The device was proactively exchanged with another unit. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. The affected device was retrieved and brought to biomedical engineering for troubleshooting. Diagnostic activities included a system leak test, high-pressure leak test, and pressure accuracy testing, all of which passed per philips specifications. No internal leaks or pressure abnormalities were identified. The device¿s operation was verified, and it was returned to service.